Event description:
It was reported that a pump has constant downstream occlusion alarms. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of constant downstream occlusion alarms through history log but was unable to reproduce the alarms during eval. Review of history log shows multiple events of downstream occlusion errors. Downstream occlusion tests were performed with the unit passing. The unit was recalibrated during repair process to ensure continued accurate occlusion detection.